Event description:
Sterile compounder found two defective bd syringes. One 5ml bd leur lok syringe was missing measurements markings on barrel. Misprint not caught by manufacture. One 20ml texium tip syringe was found with hair within it's packaging. Neither syringe was used in patient care. Ref report: mw5168446.